Event description:
Nurse was in room with patient when bipap started alarming and went inoperable (inop).we reached out to tech support to help decipher the error codes. They responded with:"we need to find out the revision level on the pc board. If the revision is seven or lower the tin contacts for the board connections have shown to cause communication issues per tech support. Boards sold now have gold contacts. They recommend replacing all boards if you have to replace one.this upgrade kit to include cables is pn 453561505621 ($2562.00).if the pc board revision is eight or greater, all the boards use gold contacts. It is most likely that the main control (mc) board is at fault. This could be confirmed by swapping mc boards with another bipap". Our unit has revision seven.